Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made during the device check. The patient was stable throughout the device interrogation and will continue to be monitored.